Event description:
It was reported that the ventilator gave a loud noise and generated a technical alarm indicating a communication error at start up. An active sound of the safety valve was heard during pre-use check. (B)(4).

Manufacturer narrative:
During on site troubleshooting an unknown substance looking like powder was found on the expiratory channel and the expiratory pressure transducer printed circuit boards (pcb). However the field service engineer stated that after cleaning the aforementioned pcb the reported technical error persisted and that the cable for o2 cell was found broken. All parts were replaced. The parts and logs were returned for investigation. The reported technical alarm is confirmed in received device logs showing that the alarm has been generated at start up since (B)(6) 2017 with different ID numbers and error codes, all pointing out communication issues between different printed circuit boards. The logs also show that pre-use check (puc) had been failing several tests due to leakage. Simulated use testing of the returned expiratory pressure transducer pcb and the o2 cell cable found both parts functioning normally. Performed puc passed without deviation and no alarms were generated at start up or during ventilation. The expiratory channel pcb was not tested in a reference ventilator as ocular inspection found corrosion on several components on this board and some of the damaged components are involved in communication from the cpu. This pcb contains electronics which include microprocessor for control of the safety valve functions which explains the reported noise from the safety valve. The root cause of the reported failure is therefore considered to be a faulty expiratory channel pcb which was damaged due to exposure to an unknown substance.

Event description:
(B)(4).